Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed troubleshooting and examined the error log. The unit only shut down when power only by the battery for approximately thirty minutes. The fsr performed battery run test with no issues and only depletion to mid-level. The fsr determined the likely cause of the issue was due to the device was not fully charged at the time. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device went blank during usage. The customer reported there is no patient consequence associated with the event.